Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hipot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a hipot test. The cause for the failure was isolated to an intermittent open connection in the trunk cable. The root cause for the intermittent open could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.